Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Pt had anchors implanted six months ago for chronic pain and swelling of the heel. X-rays at that time revealed "spurring of the level of the achilles attachment posterior heel and some squaring of the superior tuberosity of the calcaneus." Pt has had a draining sinus tract since that time, despite oral antibiotics, and several incisions and drainage procedures to remove polyester suture material. Pt required return to operating room for removal of anchors and placement of osteoset beads with vancomycin. Surgeon believes internal implanted hardware is causing the continued drainage and infection. Findings intraoperatively included erosion around implant with loosening.